Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The pump was received with stuck motor error alarm loop during bolus delivery and motor alarm confirm in alarm history screen. The motor may have had an intermittent failure not detected during our testing. The motor passed motor test. The pump was received with scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 441 mg/dl. The customer stated that the motor error occurred during a bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.